Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 29 months ago. The patient had an elephant trunk procedure prior to initial implant. It was reported that the patient presented for a routine follow-up and the CT scan demonstrated that there was a type iii endoleak separation between two of the stent grafts and this was attributed to disease progression and tortuosity in the aorta. The aneurysm measured 7 cm in diameter at this time. The physician stated that there may not have been enough overlap between the two components at the time of implant combined with the disease progression resulting in the stent graft separation. There was also a distal type I endoleak due to disease progression and the vessel being ectatic as the distal aortic neck expanded/dilated to 5 cm in diameter. A 38x100 valiant stent graft was implanted between the two separated stent grafts and successfully resolved the type iii endoleak separation. The physician elected to explant the 46x46x52 distal stent graft which was causing the type I endoleak and a dacron graft was sewn in. The explanted stent graft was discarded by the user facility. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression).